Manufacturer narrative:
. The actual device has been returned for evaluation. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the sheath or carrier tube was kinked during assembly which prevented proper device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported the angio-seal device could not be inserted into the insertion sheath. Following the observation of blood backflow, the locator was removed. Attempts to insert the angio-seal device into the insertion sheath were unsuccessful due to the device not inserting smoothly. Consequently, the angio-seal device was removed, and manual compression was utilized to achieve hemostasis. Hemostasis was ultimately attained solely through manual compression, with blood loss totaling less than 250 cc. The reported event did not result in any patient injury nor necessitate medical or surgical intervention. The procedure preceding the device deployment involved coiling. A pre-deployment angiogram was conducted. An 8 fr sheath ancillary was employed. The puncture site was located distally to the inguinal ligament of the right common femoral artery, with a vessel diameter of 7 mm.